Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2015 and topical skin adhesive was used. Postoperatively, on (B)(6) 2015, the patient came to a doctor's office with infection on incision. The topical skin adhesive was removed. It was also reported that the wound was bloody with a little green and opening up slightly. The surgeon opined that the patient might have been allergic to the topical skin adhesive. Additional information has been requested.